Event description:
Angiosculpt catheter was used in the sfa but would not deploy through a 6f sheath. Upon retrieval, guide wire remained stuck in catheter. Therefore, the guide wire and balloon were removed completely.

Manufacturer narrative:
Age, gender and weight received from the hospital. The hospital declined to provide pt identifier. The angiosculpt device would not deploy through a 6f sheath. The guide wire remained stuck in the angiosculpt device. Physician removed the guide wire and angiosculpt device completely. This resulted in prolongation of the case. The cath lab log and hospital correspondence was received clinical assessment confirmed that the angiosculpt device was used in the procedure and that the device got stuck on the wire resulting in the removal of the angiosculpt device and the guide wire together. The angiosculpt device was discarded by the hospital, thus, returned product analysis could not be performed.